Event description:
It is reported that a customer experienced high blood glucose of 536 mg/dl. The customer was able to correct the high blood glucose. The customer was assisted with correcting their bolus and advised the customer to go online for any additional resource that may help them. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.